Event description:
The customer reported a vent inop condition due to post timer/24v failure occurred. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power supply shows that the failure of c56 prevented the power supply from operating on ac power. Reference (B)(4).